Event description:
It was reported that stent damage occurred. A 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment but it was unable to cross the lesion. However, it was found that the distal edge got lifted when pulling out the device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter city: (B)(6).